Event description:
It was reported that part of the screen on the insulin pump could not be read. The customer stated a battery change did not cause the screen to return to normal. The customer's blood glucose was 150 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump had missing segments due to a cracked and bleeding display glass. The displacement test and self test could not be performed due to the display anomaly. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.